Event description:
Patient experienced cardiac arrest after start of laparoscopic cholecystectomy. Patient was reusitated and transferred to the hospital. Patient was released after five (5) days. There were no residual problems. The surgeon surmized that the patient probably experienced a co2 embolus. There was no evidence of a blood embolus after testing. The co2 insufflator was sent back to the manufacturer for testing and calibration.